Event description:
It was reported that the pump battery could not be charged using the tandem-provided charging supplies, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. The battery was able to successfully be charged with secondary charging supplies. The customer continued to use the pump for insulin therapy.